Event description:
The customer reports a falsely elevated architect ipth assay result. A value of 98 ng/l was generated on an architect i2000 analyzer. The sample generated a result of 21 ng/l on the liason platform and a value of 45 ng/l on the cobas platform. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-26 that has a similar product distributed in the u.s., list number 08k25-27. (B)(4).